Event description:
It was reported to philips that the device is able to power on, but there is no power led when used with the current power module. There was no reported patient involvement/adverse patient impact.